Manufacturer narrative:
(B)(4). The date of the event was reported as ¿months ago¿. (B)(6). The device was manufactured between (B)(6) 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage under water testing were all performed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set would not prime. When the bag was spiked and all the clamps opened, the fluid would not flow through the tubing. The event occurred during prime; therefore, there was no patient involvement. No additional information is available.